Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, no damage was noted to the cable connector pin receptacles or outer ring. The cable was attached to a generator and disposable. The generator displayed the temperature control alarm. This alarm was not displayed when using a different cable. This indicates a component failure. It was reported that there was an alarm activation issue and the device related aborted procedure. The reported issue were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: cagenhp, hp ablation gen cagenhp (sn:(B)(6)); ca15l2, ca15l2 15cm rein percutaneous antenna x1 (lot#unknown); ca15l2, ca15l2 15cm rein percutaneous antenna x1 (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a microwave liver ablation, antenna was positioned in patient, ablation time and power set and start button pressed. Temperature alarm alert occurred straight away. All connections checked, including saline bag, tubing and cable - all looked fine. Tried to reset and start ablation again, same temperature alarm appeared. Antenna was removed from patient and new antenna and saline bag was used but the same temperature alarm occurred again. Procedure was abandoned as no alternative ablation system to use. The reusable cable and generator were tested and connected to a demo catheter. The temperature alarm showed straight away (without pressing the start ablation button). The cable was replaced and there were able to ablate with no issues. The generator was also used on different cases and surgeries went well. The patient was rescheduled for another surgery a week after without any issues.